Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a burning pain when recharging and the charge only lasted 2-3 days at a time. There was no known tissue damage and no device abnormalities shown upon interrogation. The device was replaced. The pt was doing well with the new device and it was recharging uneventfully.

Event description:
Additional information from the patient's health care provider showed the patient had their device replaced due to pain at the device site on (B)(6) 2011. It was stated the patient was receiving "50% pain relief" and the patient recovered from the surgery without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's (B)(6) care team could not provide any clarity aside from that the replacement took place in the united states of america.

Manufacturer narrative:
Correction: please note, all codes were updated to their equivalent code from the current set, and previously reported codes that were retired no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was previously received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing a great deal of burning pain when they charged the ins, and the charge only lasted two to three days at a time. Additional informational was previously received from a hcp. It was reported that patient had a device replacement in (B)(6). The hcp was not sure of the exact nature of the device problem, but the patient was complaining of a burning sensation whenever they charged the device. As far as the hcp knew, there was no obvious tissue damage. The hcp interrogated the device which did not show any abnormalities. The patient was doing well with the new device and was recharging the unit uneventfully. It was noted that the hcp tried to do whatever troubleshooting they could in (B)(6), and if there were more serious problems, the patient would go back to the united states for surgical revisions. Additional information was previously received from a hcp. It was reported that the event was attributed to the ins and connect ors. The patient diagnosis associated with the event was disc degeneration in the lumbar area. Signs and symptoms associated with the event were burn and new pain at the stimulator site. The results of the replacement were that the patient had 50% pain relief, and the wound healed well. The patient recovered without sequelae. Additional information was received from the patient. It was reported that the ins was removed because there was something wrong with it and it overheated. It was noted that the event occurred in 2011. No further complications were anticipated.